Manufacturer narrative:
This complaint MFR # 3007042319-2016-00224 is a duplicate of previously submitted report MFR report # 3007042319-2016-00175. No additional information will be forthcoming.

Manufacturer narrative:
Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities including previous stroke with stenting and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received indicating that this patient has a stroke at an unknown date (between (B)(6) 2015) with report that she had been recovering well. No further information was provided regarding the event with investigation in progress.